Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump speaker and vibration levels intermittently changed without customer interaction with the pump settings. Reportedly, the pump would alternate between loud sounds to pump vibrations, or "make a distorted noise." Customer's blood glucose level ranged from 110-180 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.